Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. However, signal loss over an hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.